Event description:
During an initial implant procedure, decreased pacing impedance and decreased sensing were observed on the right atrial (ra) leadless pacemaker (lp) following fixation. The lp was released from the delivery catheter and successfully implanted. The patient was stable and will continue to be monitored.